Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 24, 2018 that a wallflex biliary stent was to be used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the stent wires were exposed and the stent was really difficult to remove from the patient. The complainant reported that the stent did not collapse like it should for easy removal. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
A deployed wallflex biliary stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent was deformed. There were two holes noted in the stent cover, and the retrieval loops and the stent wires were found kinked. The stent contained some traces of tissue. No other issues with the stent were noted. The damages noted with the returned device were potentially a result of the resistance encountered during withdrawal of the stent from the patient. Taking all available information into consideration, the investigation concluded that the observed failures and the reported event were likely due to anatomical of procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary stent was to be used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the stent wires were exposed and the stent was really difficult to remove from the patient. The complainant reported that the stent did not collapse like it should for easy removal. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.